Manufacturer narrative:
The reported event of failure to remove the lead from the device header was not confirmed. As received only the connector portion of the lead was returned in one piece. Due to the procedural damage on the connector portion dimensional analysis test could not be performed. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.

Event description:
Related manufacturer report number: 2017865-2023-48455. It was reported that the patient presented to the hospital for a scheduled generator changeout procedure. During the procedure, it was found that the right atrial (ra) lead had failed to be disconnected from the header of the pacemaker. The pacemaker was explanted and replaced, while the ra lead was capped during the same procedure on (B)(6) 2023. The patient had no adverse consequences.